Event description:
The customer reported that the system displayed multiple error messages and would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced, and generator and filament calibrations were performed. The system was then found to be operating as intended.